Manufacturer narrative:
Additional information received from the local field representative indicated that the cause of the syncope was not determined. No device programming changes were made. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. Device data was reviewed and confirmed there were no recorded episodes within the past 72 hours. The presenting electrogram (egm) indicated the device was operating as programmed. All lead measurements were within acceptable limits. No additional adverse patient effects were reported.